Manufacturer narrative:
Detailed product information was not provided to bsc. A good faith effort to obtain this information could not be completed due to the limited information available. Because the product is unknown at this time, we are unable to provide the complete unique (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited a lack of atrial activity and it was undetermined whether the lead was undersensing the atrial activity or if there were no intrinsic atrial beats. However, a ventricular tachycardia (vt) episode was detected by the device and at the termination, the arrhythmia continued below detection rate. This lead remains in service. No adverse patient effects were reported.